Event description:
This is a case of a patient who underwent cardiac procedure in december 2005 and sustained a fluoro overexposure. The cardiac procedure was complicated resulting in an on the table time of 99 minutes. The patient did not present any problematic symptoms of a burn at that time. Several weeks later, the patient experienced a skin disturbance. A dermatologist assessed the wound. The skin lesion -10 x 10 rectangle- is in the shape of the impression one might see from a fluoro unit. After careful assessment, the patient was referred to our wound care clinic for a radiation burn. Machine tolerances verified okay in january 2005. In january 2006 the unit tested above tolerable levels and was adjusted by the manufacturer. Independent follow up with physicist showed machine to be operating at 15-30% above tolerances.